Event description:
It was reported that during procedure the lithovue flexscope could only rotate to one side. The procedure was cancelled due to this event.

Manufacturer narrative:
Block a2: correction to field a2: patient age. Block e1: (B)(6) colombia. Block h6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure.

Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure.

Event description:
It was reported that during procedure the lithovue flexscope could only rotate to one side. The procedure was cancelled due to this event.